Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient said the device was "shocking" them and the wire was poking in the back. Patient said they are very skinny. Patient said it felt like they were shaking and something was going to their brain. Patient said they didn't feel right and thought maybe it was the pills they were taking. Patient turned stim off and was still getting shocked. Patient was also having pain in their back. Patient had surgery on (B)(6) 2022 and the dr moved the device. Patient was told the device didn't need to be programmed and they could just turn it back on in 3 days. Today ((B)(6) 2022) the patient tried to turn stim on and saw the data lost message. Reviewed message meaning. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot# va2b5hl, product type: lead. Product ID: a520. If information is provided in the future, a supplemental report will be issued.